Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly. However, the transmitter was unable to regain connection after entering correct transmitter ID, and transmitter was ultimately replaced. No additional patient or event information was available.